Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. Physio replaced the device's battery pin to resolve the reported issue. After completing other unrelated repairs, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device intermittently cycles power. There was no patient involvement reported with the event.